Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via the log file, but was not reproduced. A review of the downloaded log file showed 256 events spanning approximately 1 day ((B)(6) 2019 per time stamp). The backup battery fault alarm activated on (B)(6) 2019 at 19:45 due to a failed load test. The backup battery failed the load test due to the unloaded voltage being under the allowed threshold. Each time the load test failed, the loaded voltage measured ~11.62v and the unloaded voltage measured ~0.21v. Prior to the failed load test the controller passed multiple load tests without issue. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The alarm remained active until the driveline was disconnected on (B)(6) 2019 at 21:56 for a controller exchange. There were no other notable alarms active in the log file. The returned system controller, serial number (B)(4), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No alarms were reproduced. The backup battery wasn¿t returned with the controller. The provided information indicated that after the backup battery was exchanged, the controller continued to alarm. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (doc. #10006135, rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (doc. #10006136, rev. A) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate iii instructions for use (doc. #10006135, rev. C) section 8-¿equipment storage and care¿ and heartmate iii patient handbook (doc. #10006136, rev. A) section 6-¿caring for the equipment¿ explain how to care for the equipment which includes the controller. The IFU states how to store, transport, and maintain the system controller to prevent damage such as lcd lines. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had primary controller damage due to consistent backup batter fault alarms. After the backup battery was replaced with a new backup battery, the patient's controller continued to display backup batter fault alarms. The controller was exchanged and returned for evaluation. No additional information was provided.